Event description:
The physician reported that the patient was submitted to the emergency room due to several inappropriate shocks (over 20). It was also reported that the patient was in an induced coma, but the reason for this was not known. Shocks have been programmed off, and subsequent actions by the physician are on-hold awaiting patient recovery. It was also indicated that previous fups, all rv parameters were stable and no episode with noise was reported.

Event description:
The physician reported that the patient was submitted to the emergency room due to several inappropriate shocks (over 20). It was also reported that the patient was in an induced coma, but the reason for this was not known. Shocks have been programmed off, and subsequent actions by the physician are on-hold awaiting patient recovery. It was also indicated that previous fups, all rv parameters were stable and no episode with noise was reported.